Event description:
The following was reported through a review of the article titled "standalone implantation of two (2) to three (3) trabecular micro-bypass stents (istent inject istent) as an alternative to trabeculectomy for moderate-to-severe glaucoma". Reportedly, following trabecular microbypass stent procedures, there were three (3) cases of peripheral anterior synechiae (pas) observed, postoperatively. Through follow-up, the following additional information was provided. Per report, the three (3) cases of pas were treated with yag laser to successfully remove the iris obstructing the ostia of the stent. Any omitted information was not provided through follow-up. Please reference the attached article for further details. This report references the events report associated with the trabecular micro bypass stent.

Manufacturer narrative:
Additional information: (B)(4): mean and mode used. Publication date used. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Please reference report# (B)(4) for the events report associated the trabecular micro bypass stent system.